Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance with carelink. Customer stated that her blood glucose has been up for a little bit for most of the day but it started out low. Customer stated that her blood sugar was low enough that the pump kept alarming. Customer stated that it happens in the morning and it takes her a little while to get her bearings. Customer was slightly challenged and was not sure if it hit the threshold suspend and turned off. Customer declined troubleshooting for high and low blood glucose. Customer feels that her settings were not correct. Customer checked her alarm history and there was no threshold suspend. Customer only had a predict low in the alert history. Customer was advised that if her blood glucose is over 400 mg/dl, the pump will not take the blood glucose reading.